Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: investigation summary. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows migration of the helical blade. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on an unknown date, the patient underwent removal of the proximal femoral nailing system (tfna) helical blade since the blade migrated through the femoral head. The initial surgery date was about 6 weeks ago. The surgeon had intraop x-rays of tightening down locking mechanism and off a quarter turn to allow to collapse. After removing the implant he tested it on the back table and it worked great. The patient outcome was unknown. Concomitant device reported: titanium locking screw (part# 04.005.528, lot# unknown, quantity 1); titanium cannulated tfna 235mm/right - sterile (part# 04.037.044s/lot# unknown; quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the proximal femoral nailing system (tfna) helical blade due to migration through the femoral head. The surgeon had intraoperative x-ray of procedure. The patient outcome was unknown. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) tfna helical blade 110mm. This is report 1 of 1 for (B)(4).